Manufacturer narrative:
Follow-up submitted with evaluation results. It was also initially reported that the power cord had a broken ground prong. Further investigation determined the ground prong was missing.

Event description:
It was reported via repair work order that the power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord had a broken ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.